Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net transmission with an alert. Upon review, the pulse generator alerted for exceeding atrial tachycardia and atrial fibrillation burden; however, it was suspected the device alert was triggered erroneously due to diagnostics anomaly. The patient was stable.